Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing glue around pink probe of distal end, missing ke at forceps cover and chipped glue on light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.